Manufacturer narrative:
Corrected: event/problem description, explant date, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Patient was revised to address infection. Loosening of the cup was also reported. Update - (B)(4) 2011 - medical records were received which indicated that the results of the testing for infection were negative. Further, purulence was observed intraoperatively. The complaint was reopened to reverse the MDR decision for the femoral head. Update - (B)(4) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which indicated that date of revision was (B)(6) 2010. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised to address infection. Loosening of the cup was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were unavailable. Per the initial reporting, patient x-rays were not available for examination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional information: lot # and MFR date. Patient fact sheet (pfs) form received which identified part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.